Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that several weeks post implant, the patient developed left arm and forearm swelling and pain. The patient cams in for evaluation and an ultrasound showed an extensive non-occlusive thrombus formation in left subclavian venous system. Left ventricular heparin and coumadin were administered and the thrombus was resolved. The left ventricular lead remains in use. It was noted that the patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.